Event description:
The customer reported that during a cystectomy/ileal conduit, the knife became misaligned. The surgeon opened another device to complete the procedure. There was no pt injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.